Manufacturer narrative:
Analysis: evaluation of the returned device confirmed a material rupture. Under magnification, the material rupture was longitudinal in nature and positioned slightly proximal to the middle of the balloon. (B)(4). Analysis/preliminary evaluation: upon receipt of the sample, pre-decontamination visual inspection revealed the balloon was returned deflated. Further visual inspection did not identify any damage to the catheter hub, shaft, or tip of the catheter. Functional testing was performed by inflating the balloon, which revealed a material rupture in the proximal third of the balloon. The sample was decontaminated for further investigation. Although requested, additional information, such as patient demographics and event details leading up to and subsequent to the procedure, have not been received at the time of this report. Conclusion: the sample was returned and the returned sample analysis has been completed. The sample analysis confirmed the reported allegation that the lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at 6 atmospheres during treatment of the target lesion, due to a material rupture in the proximal balloon area. If additional information becomes available, a supplement report with relevant information will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at six atmospheres during treatment of the target lesion. The lutonix dcb was returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt of the sample, pre-decontamination visual inspection revealed the balloon was returned deflated. Further visual inspection, did not identify any damage to the catheter hub, shaft, or tip of the catheter. Functional testing was performed by inflating the balloon, which revealed a material rupture in the proximal third of the balloon. The sample was decontaminated for further investigation. Although requested, additional information, such as patient demographics and event details leading up to and subsequent to the procedure, have not been received at the time of this report. The returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at six atmospheres during treatment of the target lesion. The lutonix dcb was returned for evaluation. No adverse patient effects were reported.